Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor was intermittently powering down. The cause for the failure was isolated to contamination in the j1 battery connector. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.